Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously high creatinine (crem) result that was generated by the unicel dxc 800 pro synchron clinical systems for a single patient sample. Crem result of 14.17 mg/dl was reported out of the lab. The physician questioned the result and customer re-tested the original sample on a different instrument in their lab and obtained a result of 1.6 mg/dl. A corrected report was sent. Per customer, treatment was not effected by the elevated crem result.

Manufacturer narrative:
After the event, the customer attempted to recalibrate the assay, but repeated attempts failed. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced multiple parts, but the assay still failed to calibrate. The fse replaced the entire crem module. No additional information regarding this event is available. A clear root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.